Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and it failed. Review of the data log displayed a connection loss gap within the investigation window. The reported event of sensor warm up issue was confirmed via data. The probable cause was determined to be loss of connection during the warm-up.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor warm-up restarted before calibration. Data was provided for evaluation. Data review confirmed the reported event of the sensor warm-up restart. This complaint is reportable based on the finding of loss of connection during sensor warm-up. No product was provided for evaluation. No additional patient or event information is available.